Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via (B)(6). Upon review, it was found that the patient's right ventricular lead was exhibiting noise. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates the patient's right ventricular (rv) lead exhibited a recurrence of noise leading to over-sensing. The rv lead was capped and replaced on 12 aug 2021. There were no patient consequences.